Event description:
It was reported that twelve infusion sets tubing were leaking at the site which led to hyperglycemia event between (B)(6) 2025 to (B)(6) 2026. The infusion set was in use for one-two days for all the events. The blood glucose level was high, and it was treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.